Manufacturer narrative:
There is an instruction that states, "never place humidifier in an area where it is accessible to children" and consumer failed to perform that instruction. There is an instruction that states, "never use humidifier in a closed room, particularly where a child may be sleeping, resting, or playing" and consumer failed to perform that instruction. Consumer has not returned the product.

Event description:
Consumer alleges his six year old son was playing and bumped into the humidifier receiving a burn on his leg. There was not a report of property damage with this incident.